Event description:
It was reported that (1) device was used during a endometriosis. It was reported by the affiliate that the 511sd instrument was used. Using a disposable trocar (for safety reasons) on a skinny patient, the trocar was introduced after insufflation with 4 liter co2. Entering the endoscope, the surgeon remarked a bulge retroperioneally. The blood pressure was checked and everything seemed normal until 15 seconds later, the blood parameters started to change and a conversion was made and the vascular surgeon came in. After the laparotomy, the laceration of the lliac arteria and vein became evident. The trauma to both structures was linear and about 1 cm long. During the following intervention (4 hours), the problem was controlled and on 02/05/1999, the patient was dismissed from the hospital. The intended intervention could not take place and is provided within the next three months if everything goes fine. A full report from the gynecologist and the vascular surgeon will be sent later. The patient had an extended or time of 4 hrs and an extended hospital stay of 4 days. The patient also received a blood transfusion.